Event description:
It was reported that during a hemicolectomy procedure, the doctor used the first circular staplers in the first use was shooting; the stapler slid short but not the anvil for retirement and tears of the colon undoing the anastomosis. To make the colon to prevent is not tension and a second shot again; the shot is being stuck again and undoing anastomosis which took seven hours of surgery. Unknown how case was completed. Surgery was prolonged 15 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (Device b): (B)(4); other # = f5ve7x (batch #); exp date = 05/11/2014. (Device b): 6/11/2009.